Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this essure did break in center-left') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2013, weight gain, uterine bleeding, uterus enlarged, uterine fibroid, uterine prolapse, urinary tract infection, hypercholesterolemia, peripheral swelling, depression, anxiety, stress incontinence, female, uterine leiomyoma and condyloma. Hysterography (B)(6)2009) hsg - successful blockage of tubes essure confirmation test (B)(6)2009)- everything was great. Previously administered products included for an unreported indication: cetrizine in 2007. Concurrent conditions included obesity. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2010 for genital bleeding as well as ibuprofen since 2005 and vitamin b complex (vitamin b) since 2014. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems"), mental disorder ("psychological or psychiatric problems"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), nausea ("nausea"), visual impairment ("vision problems/vision/eye problems type: decreased"), eye disorder ("eye problem/vision problems/vision/eye problems type: decreased"), alopecia ("hair loss"), fatigue ("hormonal changes describe: fatigue") and depression ("psychological or psychiatric problems condition: depression") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss"). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), infection ("infection(other)"), parosmia ("allergic or hypersensitivity reaction type: metal fragrance"), abdominal distension ("look like I am pregnant, my belly was growing like I am pregnant"), gingival swelling ("some parts of my gums gets swollen and it bleeds"), gingival bleeding ("some parts of my gums gets swollen and it bleeds"), dental plaque ("easy build up plaque on my teeth") and gingivitis ("gingivitis"). The patient was treated with surgery (laparoscopy removal essure bilaterally). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, pelvic pain, vulvovaginal pain, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract disorder, gastrointestinal disorder, nervous system disorder, mental disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine, hormone level abnormal, nausea, visual impairment, eye disorder, weight increased, alopecia, fatigue, parosmia and depression outcome was unknown. The reporter provided no causality assessment for dental plaque, gingival bleeding, gingival swelling and gingivitis with essure. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, infection, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, parosmia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 195 lbs. On inquiring regarding injuries or symptoms, resolved or decreased following essure removal plaintiff reported "most, if not all symptoms decreased". The numbers of coils protruding into the uterine cavity were noted to be 2 on the right and 1 on the left. The patient tolerated the procedure well concomitant drug- omega 3 (start date-??-???-2014 00 to ongoing) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6)2009: result-total bilateral occlusion, the essure implant dev ices are normally positioned. The devices are positioned at cornua bi laterally.. Smear cervix - on (B)(6)2014: atypical squamous cells of undetermined significance (asc-us) on pap smear. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event stomach bloated, looks pregnant was added. New reporter was added. Proceed with 9 10 11 on 23-mar-2020: social media received: new events gums swelling, gum bleeding, dental plaque and gingivitis were added. New reporter was added. On 23-mar-2020: social media: new reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('this essure did break in center-left') in an adult female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2013, weight gain, uterine bleeding, uterus enlarged, uterine fibroid, uterine prolapse, urinary tract infection, hypercholesterolemia, peripheral swelling, depression, anxiety, stress incontinence, female, uterine leiomyoma and condyloma. Hysterography ((B)(6) 2009) hsg - successful blockage of tubes. Concomitant products included ibuprofen since 2005. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems"), mental disorder ("psychological or psychiatric problems"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), nausea ("nausea"), visual impairment ("vision problems"), weight fluctuation ("weight gain / loss"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("eye problem"), infection ("infection(other)") and parosmia ("allergic or hypersensitivity reaction type: metal fragrance"). The patient was treated with surgery (removal of essure coils and laparoscopy removal essure bilaterally, essure removed into pieces). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, vulvovaginal pain, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract disorder, gastrointestinal disorder, nervous system disorder, mental disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine, hormone level abnormal, nausea, visual impairment, eye disorder, weight fluctuation, alopecia, fatigue and parosmia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, infection, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, parosmia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight 195 lbs. On inquiring regarding injuries or symptoms, resolved or decreased following essure removal plaintiff reported "most, if not all symptoms decreased". The numbers of coils protruding into the uterine cavity were noted to be 2 on the right and 1 on the left. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.25 kgs. Hysterosalpingogram - on (B)(6) 2009: result-total bilateral occlusion, the essure implant dev ices are normally positioned. The devices are positioned at cornua bi laterally. Smear cervix - on (B)(6) 2014: atypical squamous cells of undetermined significance (asc-us) on pap smear. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, vaginal discharge, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('this essure did break in center-left') in an adult female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2013, weight gain, uterine bleeding, uterus enlarged, uterine fibroid, uterine prolapse, urinary tract infection, hypercholesterolemia, peripheral swelling, depression, anxiety, stress incontinence, female, uterine leiomyoma and condyloma. Hysterography ( (B)(6) 2009) hsg - successful blockage of tubes. Concomitant products included ibuprofen since 2005. On (B)(6) 2009, the patient had essure inserted.in (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems"), mental disorder ("psychological or psychiatric problems"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), nausea ("nausea"), visual impairment ("vision problems"), weight fluctuation ("weight gain / loss"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("eye problem"), infection ("infection(other)") and parosmia ("allergic or hypersensitivity reaction type: metal fragrance"). The patient was treated with surgery (removal of essure coils and laparoscopy removal essure bilaterally, essure removed into pieces). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, vulvovaginal pain, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract disorder, gastrointestinal disorder, nervous system disorder, mental disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine, hormone level abnormal, nausea, visual impairment, eye disorder, weight fluctuation, alopecia, fatigue and parosmia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, infection, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, parosmia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight 195 lbs. On inquiring regarding injuries or symptoms, resolved or decreased following essure removal plaintiff reported "most, if not all symptoms decreased". The numbers of coils protruding into the uterine cavity were noted to be 2 on the right and 1 on the left. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.25 kgs. Hysterosalpingogram - on (B)(6) 2009: result-total bilateral occlusion, the essure implant dev ices are normally positioned. The devices are positioned at cornua bi laterally. Smear cervix - on (B)(6) 2014: atypical squamous cells of undetermined significance (asc-us) on pap smear. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, vaginal discharge, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: medical records received. Event 'this essure did break in center-left' was added. Patient's medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this essure did break in center-left') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2013, weight gain, uterine bleeding, uterus enlarged, uterine fibroid, uterine prolapse, urinary tract infection, hypercholesterolemia, peripheral swelling, depression, anxiety, stress incontinence, female, uterine leiomyoma and condyloma. Hysterography (B)(6) 2009 hsg - successful blockage of tubes essure confirmation test (B)(6) 2009 everything was great. Previously administered products included for an unreported indication: cetrizine in 2007. Concurrent conditions included obesity. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2010 for genital bleeding as well as docosahexaenoic acid;eicosapentaenoic acid (omega 3) since 2014, ibuprofen since 2005 and vitamin b complex (vitamin b) since 2014. In april 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems"), mental disorder ("psychological or psychiatric problems"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), nausea ("nausea"), visual impairment ("vision problems/vision/eye problems type: decreased"), eye disorder ("eye problem/vision problems/vision/eye problems type: decreased"), alopecia ("hair loss"), fatigue ("hormonal changes describe: fatigue") and depression ("psychological or psychiatric problems condition: depression") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), infection ("infection(other)") and parosmia ("allergic or hypersensitivity reaction type: metal fragrance"). The patient was treated with surgery (laparoscopy removal essure bilaterally). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, vulvovaginal pain, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract disorder, gastrointestinal disorder, nervous system disorder, mental disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine, hormone level abnormal, nausea, visual impairment, eye disorder, weight increased, alopecia, fatigue, parosmia and depression outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, infection, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, parosmia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 195 lbs. On inquiring regarding injuries or symptoms, resolved or decreased following essure removal plaintiff reported "most, if not all symptoms decreased". The numbers of coils protruding into the uterine cavity were noted to be 2 on the right and 1 on the left. The patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result-total bilateral occlusion, the essure implant dev ices are normally positioned. The devices are positioned at cornua bi laterally.. Smear cervix - on (B)(6) 2014: atypical squamous cells of undetermined significance (asc-us) on pap smear. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, vaginal discharge, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs received: patient demographic details added. Concomitant condition and concomitant drug was added. Lab data added. Event was added- depression. Product, patient & reporter information updated. Event weight fluctuation updated to weight gain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since 2005. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems"), mental disorder ("psychological or psychiatric problems"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), nausea ("nausea"), visual impairment ("vision problems"), weight fluctuation ("weight gain / loss"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("eye problem"), infection ("infection(other)") and parosmia ("allergic or hypersensitivity reaction type: metal fragrance"). The patient was treated with surgery (removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract disorder, gastrointestinal disorder, nervous system disorder, mental disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine, hormone level abnormal, nausea, visual impairment, eye disorder, weight fluctuation, alopecia, fatigue and parosmia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, infection, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, parosmia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6). On inquiring regarding injuries or symptoms, resolved or decreased following essure removal plaintiff reported "most, if not all symptoms decreased". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2009: result-total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: new pfs received. This case becomes an incident. New events added: pelvic pain, hormonal changes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal, fragrance, nickel allergy, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),fatigue, gastrointestinal or digestive system condition, hair loss, infection (bladder/ urinary tract/vaginal), migraines / headaches, nausea, neurological conditions or problems, psychological or psychiatric problems, vaginal discharge, vision/eye problems,weight fluctuation, vaginal pain. Lot number was added. Lab data and concomitant drug were added. Reporter's information was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.